Manufacturer narrative:
This supplemental report is reporting the evaluation of the device and correcting information submitted on the initial report. Please reference sections d2. The device was evaluated by zoll united kingdom; however, the customer's report of the unit unexpectedly shutting down could not be reproduced. Comprehensive functional testing and review of the device logs found no evidence of an unexpected shutdown or device malfunction. The logs indicate the device was shutdown via a button press which would be the expected behavior. The logs did indicate instances in which the battery was recognized as an auxiliary power source. The power communication board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.